Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -13..0 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted due to excessive vaulting. The lens was exchanged with a shorter lens. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic broken. (B)(4).